Event description:
New information received: patient came into the clinic on (B)(6) 2018 and the recommended programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, showing non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were recommended. No further information available.